Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartsrting iii devices were hard to load and hard to deploy. Neither attained hemostasis at the aortotomy. The case was completed suing a side biter clamp. The hospital did not report any patient effects. The products are not returning as they were discarded. Refer to medwatch # 2242352-2011-01701.